Event description:
It was observed that during the device evaluation, the flex deflectable videoscope image noise was occurring. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of malfunction in endoscopic image was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image noise was occurring. The most probable cause of the additional failure(s) such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.